Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of fluid leak and inflation issues, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of fluid leak and inflation issues cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable ambicor penile prosthesis (app) replacement surgery because the device would not inflate and no longer had fluid in the system. After the surgery, the patient was healing.